Manufacturer narrative:
Medtronic has not received the suspect device/component for evaluation. The field service engineer (fse) evaluated the ventilator. Device evaluation summary: the fse evaluated the ventilator and replaced the compressor printed circuit board (pcb). The ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found the following: the compressor motor condenser was faulty, "burned-out" and needed to be replaced. Checked the compressor pcb (printed circuit board) from other ventilator and found the pcb (printed circuit board) faulty and needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator compressor was inoperative due to the burned-out compressor motor condensor. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.